Manufacturer narrative:
Device evaluation: returned device was received with cracks at upper corners along seam. No evidence of reported problem in event log was found. During the evaluation of the device he reported "alarms with no batteries" problem was not duplicated. If the pump is running and the batteries are taken out, the pump will alarm for a battery fallout incident. This is a normal alarm and can be stopped by replacing the batteries and shutting down normally. The customer reported condition was not confirmed. No fault found. Problem source is traced to user. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information: h6. Information was received on 03-feb-2020 indicating that the event did not occur during use with a patient.

Event description:
Information was received that a smiths medical cadd legacy plus infusion pump alarms with no batteries. No patient adverse effects reported.